Event description:
Patient underwent peripheral angiogram and left leg pta with stenting of left popliteal artery using right groin access with a 6 fr. 45 cm sheath. At completion of procedure, the 6 fr. Sheath was replaced with a 6 fr. Angioseal vip sheath (closure device). Angioseal deployment was attempted and failed. A piece of the angioseal white insertion sheath broke off. This section of the insertion sheath stayed over the guidewire and was retained in the patient. Patient required open procedure - right femoral exploration - for removal of the retained product. Surgeon reported that the insertion sheath "crumbled" and "fell apart" when it was touched, requiring removal of multiple small pieces of the device during the femoral exploration. Device has been retained at the treating facility, but was evaluated by the terumo representative. Terumo service representative: chris bordelon present at time of event. He stated he was reporting event to terumo medical corporation. Initially reported on 7/12/2024 as a voluntary medical device complaint access number: mw5157341.